Event description:
The customer contact reported a user error resulting in an unspecified injury to the pt. On an unspecified date and time, it was reported that an unspecified symbiq or an unspecified plum device was programmed to deliver milrinone. It was reported that during programming, the device alarmed with an "out of range alarm"; however, the nurse overrided the alarm and continued the programming. No specific programming parameters were provided. It was reported that the following day it was noted the order for milrinone was written wrong and the unknowing nurse executed the order. The customer contact reported the incorrect order of milrinone caused an acute damage to the pt. No specific event details were provided. The customer contact reported there was no device malfunction. Though requested, the customer declined to provide additional information, including the device name, specific event details, pt outcome, and if any medical interventions were required.

Manufacturer narrative:
The customer contact indicated the unspecified device will not be returned for investigation; therefore, attribution of the issue to the device cannot be determined. The customer contact indicated that the event was the result of a user error. The brand name box has been left blank. The customer contact identified two possible devices; however, declined to identify which brand name and list number was in use. This report represents all the info known by the reporter upon query by hospira personnel.